Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage occurred from the biopsy channel while the user was handling the device which led to water invasion of the device resulting in abnormality of electronic parts occurred which led to displayed error message. The event can be detected by following the instructions for use (IFU) which state:·inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. The event can be prevented by following the instructions for use (IFU) which state:·when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. ·if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ·if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The control body level was found loose. Additionally, as noted in the event description, the unit was not producing an image during testing. It was also noted that the forceps passage was leaking. The distal end adhesive was chipped, and the plastic cover was dented. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally sent his olympus evis exera iii bronchovideoscope due to an angulation control lever issue. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the subject device was not presenting an image. This report is being submitted to capture the lack of image found during the device evaluation.